Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/21/2015 and evaluated by lifescan product analysis on 4/29/2015 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter had displayed an error message ¿ error 4. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred at 7am on (B)(6) 2015. The patient manages their diabetes with oral medications (metformin and pioglitazone 15/500mg) as well as with diet and/or exercise, and denied making any changes to their normal diabetes management routine as a result of the alleged error message. The patient denied experiencing any symptoms as a result of the error message, but stated that ¿about 1 month¿ prior to the alert date of (B)(6) 2015 they received a ¿new meter¿ from their doctor. No other form of treatment was sought due to the alleged product issue. At the time of troubleshooting the cca could not resolve the issue by walking the patient through a retest. It was noted that the patient was carrying out the correct testing procedure. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.